Event description:
It was reported that the device has lines on the display. Customer reported that the lines obstructed the values and the device is able to engage in patient monitoring. There was no patient involvement.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, lines of white stripes across the display were observed. The lines existed in both portrait and landscape view due to a defective lcd (white stripes). The lcd was replaced and the device functioned designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.